Event description:
A pt presented with a post-op tibial cyst in the tibia after insertion of a calaxo screw. The initial procedure was done in 2007. No other info is available.

Manufacturer narrative:
Product recall initiated 8/21/07. No product returned for eval.